Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2118343: (B)(4) items manufactured and released on 31-jan-2022. Expiration date: 2027-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 2117181: (B)(4) items manufactured and released on 28-feb-2022. Expiration date: 2027-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 months after the primary, the patient came in reporting pain due to a joint luxation and the cause is unknown. The surgeon revised the medacta head with a medacta head and revised the medacta cup and liner with a competitor cup and liner. The surgery was completed successfully.